Manufacturer narrative:
Customer technical support (cts) instructed the customer to stop using the phosm module. A field service engineer (fse) was dispatched and replaced the phosm module. The fse performed all associated alignments, adjustments calibrations and qc. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding failed phosm calibration and leakage on the module on the unicel dxc 800 pro synchron clinical systems. No incorrect results have been generated. No exposure to biohazardous material was reported.